Event description:
It was reported that this patient arrived to the health care facility due to the implantable cardioverter defibrillator (ICD) emitting audible tones. After further analysis it was observed that this right ventricular lead exhibited high out of range shock lead impedance measurements. Further evaluation of the device was discussed. The patient was scheduled for a clinical appointment. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this patient arrived to the health care facility due to the implantable cardioverter defibrillator (ICD) emitting audible tones. After further analysis it was observed that this right ventricular lead exhibited high out of range shock lead impedance measurements. Further evaluation of the device was discussed. The patient was scheduled for a clinical appointment. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information received clarified that the patient does not want a medical appointment and is not interested in a review of the device.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.